Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-01825. Further record review identified the patient was implanted with peripheral leads (off label). Additional follow up identified the patient underwent surgical intervention on (B)(6) 2016 wherein the pns leads were explanted and replaced with a single scs lead which resolved the issue. Reportedly, the patient had effective therapy postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-01825. It was reported the patient ((B)(6)) experienced ineffective stimulation due to lead migration (x-rays confirmed). Surgical intervention will be taken at a later date to address the issue.